Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for battery out limit and that the screen went blank. The blood glucose reading was 68 mg/dl. The customer declined troubleshooting for low blood glucose and treated with food. The insulin pump alarmed after a battery change. The batteries had been out of the insulin pump for a greater duration than allowed, and the customer was advised that this is normal behavior. The insulin pump had been out in the rain and the customer reported that the display went blank immediately after the exposure. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked at the display window corner and cracked reservoir tube lip.